Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that the silicone tip from approximately five soft tipped cannulas became stuck inside of the entry port during separate surgeries. The tips, which are reportedly a different, clear color than in the past, had to be cut around in order to continue. Procedure details and patient impact information is unknown. Additional information has been requested.